Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on the product. Visual inspection found haptic torn, residue on lens. Correction: a1 - reported as 90521, correct to 90251. A3 - reported as female, correct to male. D6a - reported as (B)(6) 2020, correct to (B)(6) 2020. D6b - reported as (B)(6) 2020, correct to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
D6a - corrected to (B)(6) 2020. D6b - corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/4.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
D6a is (B)(6) 2020, should be removed from initial MDR as it is not applicable for this claim. D6b is (B)(6) 2020, should be removed from initial MDR as it is not applicable for this claim. D9 - corrected to (B)(6) 2020 . Claim# (B)(4).